Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The additional information on the questionnaire was provided by a registered nurse, the "patient presented with sudden loss of vision 3 days postop of cataract extraction. Found to be endoph". The event resolved with treatment. The patient was treated with intravitreal antibiotics. A vitrectomy was performed on the second postoperative day. The current diagnosis is endophthalmitis. Vitreous cultures were performed. No results provided. The associate complication of the event were reported as 4+ white cells, and fiber in cells.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An equipment manager reported that following an intraocular lens (iol) implant procedure, a patient developed toxic anterior segment syndrome. Additional information has been requested.